Event description:
It was reported via (B)(4) that a left heart catheterization procedure was performed and an angio-seal was used for closure. During deployment a piece of the device broke off in the pt's artery. Attempts were unsuccessful with removing the piece and bypass surgery was considered, but not performed.

Manufacturer narrative:
No product was returned, review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction fur use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.